Manufacturer narrative:
This report is submitted on may 01, 2019. (B)(4).

Event description:
It was reported the patient experienced skin overgrowth at abutment site and subsequently underwent skin revision surgery on (B)(6) 2019. The implanted device remains.